Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a chipped top case and cracked bottom case. The left plunger case was damaged. Review of the event history log (ehl) showed a motor rate error. Flow and occlusion tests were performed as part of the functional testing. The reported issue was duplicated. The cause of the motor rate error was due to the motor assembly no longer operating as intended as a result of customer use. The motor assembly was replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a constant motor rate error that was not able to be resolved. It was also reported that the top bezel was broken. It is unknown if there was patient involvement, no adverse patient effects were reported.